Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the bending section cover of the rhino-laryngo videoscope was broken and had fallen off. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is not possible to establish the root cause the event can be detected prevented by following the instructions for use which state: instructions visera rhino-laryngo videoscope olympus enf type v2 important information ¿ please read before use warnings and cautions ¿ do not bend the insertion section of the endoscope with excessive force. Insertion section damage may result. ¿ do not coil the insertion tube, universal cord or video cable into a diameter of less than 10 cm. Equipment damage can result. ¿ do not apply shock to the distal end of the insertion tube, particularly the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break, and it may cause water leaks. ¿ wipe the contact pins of the video connector and their surroundings with a dry gauze and connect them to the video system center when they are completely dry. Also, make sure that the contact pins are not dirty before connecting them. Wet or dirty pins may cause malfunction. Olympus will continue to monitor field performance for this device.